Event description:
It was reported to philips that the device could not boot up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty control pca.